Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part: 03.812.003. Lot: 8259364. Manufacturing site: haegendorf. Release to warehouse date: 09.apr.2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Investigation site: cq zuchwil. Selected flow: functional & broken. We have received the following parts back for investigation: 1 x part 03.812.003 / #lot 8259364 / applicator inner shaft. 1 x part 03.812.001 / #lot 8368719 / applicator outer shaft. 1 x part 03.812.004 / #lot 8309347 / applicator knob. As received condition: all parts are in a used condition with some slight scratches and impression marks. The knob of the applicator inner shaft at the proximal end is broken off as complained. Functional test: because of the broken off applicator inner shaft knob, the functional test cannot be replicated anymore. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Investigation/conclusion: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. The t-pal applicator instruments are designed and produced to withstand normal forces during a surgery. As every surgeon has a different tactile feeling/feedback and forces can vary, the inner shaft has a predetermined breaking point on the proximal end. Whenever a certain axial force is being achieved the instrument should break rather on the proximal end than on the distal end. This allows the surgeon to dismantle the instrument and remove it safely with no patient contact to any broken parts. As every t-pal case is equipped with two inner shafts, the surgery should in case of a breakage be continued without difficulties. Therefore, we can confirm the visible damages are not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part: 03.812.003; lot: 8259364; manufacturing site: (B)(4); release to warehouse date: 09.apr.2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient had a posterior spine fusion surgery to fix the lumbar (detail location was unknown) on (B)(6) 2019. During surgery, when the surgeon attempted to implant the t-pal, an unknown t-pal cage was rotated even though the surgeon did not turn an applicator knob to ¿open¿ direction, thus, the cage was implanted on an undesired position. So, the surgeon removed the t-pal cage and implanted again with an alternative device with the same part number to complete the surgery. After the surgery, the surgeon recognized that the ball part of an applicator inner shaft was broken. There were no fragments generated from the broken device. There was no surgical delay and there was no adverse consequence to the patient. Concomitant device reported: unknown t-pal cage (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) applicator inner shaft. This is report 1 of 1 for complaint (B)(4).